Event description:
Freestyle libre 3+ sensor provides false low glucose readings over an extended period of time. The readings appear to be 50 points lower than what finger stick check provides. I did verify that the sensor is not a part of their current recall. This is not the first occasion, and I have replaced nearly every sensor (for one reason or another) by filing a request with the company except for two. This constant trend of unreliability needs to be reported.